Event description:
During an atrial flutter procedure with celsius thermocool catheter, physician noticed a "pop" after the 2nd ablation. The intervention of a cardiac surgeon was required in the ep lab to treat the "tamponade or perforation of the ra. The physician has indicated that the pt progresses well.